Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 209 mg/dl. The customer stated there is crack next to the screen, towards the top of the insulin pump. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Findings: cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.